Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak in troubleshoot. The customer¿s blood glucose level was 243 mg/dl at the time of the incident. It also stated that insulin/fluid was visible on reservoir compartment. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.